Event description:
Per the audiologist, the pt has had infections and skin flap healing problems. In 2007, the pt was seen for dehiscence over the implant site with infection. The pt underwent surgical debridement of the infection on eight days later. On approx three months prior to original date, the pt reported drainage from the site and was treated with an antibiotic ointment. The surgeon also noted there was a granulation tissue polyp just anterior to the main implant site. On fifteen days later in that month at a follow-up appointment, the doctor noted a soft tissue mass over the implant site. The pt continued with antibiotic ointment treatment. On original date, the pt underwent debridement of the scalp wound and closure of a scalp defect. On the following month, the site was reportedly healed. Sixteen days later, the pt complained of bloody discharge. The surgeon diagnosed folliculitis posterior to the ear with break down of the incision site. Keflex was prescribed. For one and a half months, the pt under went several debridements and treatment with keflex, then bactrim. By 2008, there was increased drainage from the skin flap and the cochlear implant was exposed. Granulation tissue was present. Bactrim was prescribed. By the following month, the opening in the flap was one-third smaller and no granulation tissue was present. Bactrim was discontinued. Three weeks later, the defect had not closed. The decision was made to do either a skin flap revision or explantation followed by IV antibiotic treatment. The surgery has not yet been scheduled.

Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.